Event description:
I can't fight this battle anymore alone. I need a professional that will listen to me. Please help me find someone who will do exploratory surgery to see if my complaints all these years were not in my head as everyone would have rather put me on anti-depressants and send me for psychiatric help. FDA safety report ID# (B)(4).

Event description:
Additional info received from reporter on 9-25-2020 for mw5092295. On (B)(6) 2020 I have an appointment at (B)(6) to schedule a bone marrow transplant and they have several 100% matches in the system. Prior to being diagnosed with mds, I have had 4 cervical surgeries and I have been in chronic pain since the first one. Year after year I have watched my body slowly deteriorate while trying to find someone not only to listen to me but believe their findings are wrong. But nobody wants to treat a "damaged pt". (B)(6) 2002 was my first surgery and by my post-op visit, I knew something was wrong. Month after month I was getting worse. I asked if my body was rejecting the implant or cadavers, I asked if I had meningitis but I was told everything looked good and it could take up to 18 months for my nerves to heal. On (B)(6) 2004 I finally found a doctor who said I had a bad fusion. The plate dropped and the screws were popping in and out which I could feel. The surgery was re-done on (B)(6) 2004 and once again failed. I was told my discs were crushing and the only thing he could do is cage my neck. I really had no choice being in the amount of pain I was in, and I agreed to have my 3rd and 4th surgery. On (B)(6) 2006 my neck was caged and I got worse, I literally felt like I was dying. After two and a half years I was told he didn't know what more he could do for me because my symptoms were not matching his findings. I have explained over and over to every doctor I've been to in the past 17 years. I have absolutely no quality of life. These rods are cutting off my circulation and crushing all my discs. Every single morning I wake up I cannot lift my head up straight. The rods press on my nerves causing numbers to my skull, shooting burning pain down my spine and losing feelings in my shoulders, arms and hands. My eyes are wide open but I feel like I have narcolepsy controlling the upper half of my body. I cannot sit, stand or walk for long periods of time because the same thing happens to the lower half of my body. I physically do not have the energy or strength to do anything anymore. My anxiety level goes to an "out of body" experience I can't explain. The walls close in, the room starts spinning, my body starts shaking and I have cold clammy sweats. I feel my head is detaching from my neck with certain movements and liberally floating, and if I don't lay down I will fall down, every time I try to do my daily chores. I fight a daily battle with debilitating pain constantly. My mind is constantly trying to control my pain. So I can get through the day. I live alone, I lost all contact with my friends, I've isolated myself to my home, and I lost touch with society. There is and has been something going on inside my body that has gotten worse over the years and they can't figure it out. I've written to you before and you put me on a med-watch list. I am writing now because if by chance I do not survive my bone marrow transplant. I want a full autopsy done. I know this disease was caused by what has been going on in my body and I want to prove to my family and drs that this was not in my head.